Event description:
It was reported that the communicator was shooting out flames or fireworks overnight. A boston scientific company representative advised the patient to unplugged the communicator and brought it to the clinic and request for a new one. The communicator issue was not resolved. A new communicator, cellular adapter with a return label were sent. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.